Manufacturer narrative:
Batch review performed on 22 july 2016. Lot 100544: (B)(4) items manufactured and released on 26 may 2010. Expiration date: 2015-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 27 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem revision in cementless tha 5 years after primary. At pre-revision x-ray, the stem is evidently radiographically loose, situation confirmed at surgery. Double-contour is also apparent on contralateral stem. Implant loosening is a known, possible adverse event of tha. This particular patient shows fixation problems in both femurs, but there is not enough information available to establish a plausible cause for this occurrence.

Event description:
The patient presented some months before this report with hip pain. The surgeon believed the patient's pain was due to loosening of the stem. The patient underwent revision surgery on (B)(6) 2016. The stem was observed to be loose and was removed without difficulty. There was no evidence of bony on-growth. The cup and liner were left in-situ and the stem and head were replaced.